Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. The root cause of the hemolysis was most likely due to biomaterial. E4 should have been left blank on manufacturer device report 1220648-2024-13705.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient, approximately two days following post-surgical implant of a heartmate 3 left ventricular assist device, was implanted with an impella rp device for mechanical circulatory support. Eight days into support a plan for bedside removal of the impella rp pump was made. There was new onset hematuria with drop in the impella rp flow and concern for acute hemolysis. It was also noted lactate dehydrogenase dropped. One unit of packed red blood cells was given. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).